Event description:
It was reported that upon opening the lead during implantation, it was noticed while the lead was lying in the sterile field that electrode 0 was bent. The lead was not used. A new lead was opened and used with the patient. There was no patient injury and the patient recovered w/o sequela.

Manufacturer narrative:
(B)(4). Analysis of the lead model 3387 lot# v594801 showed that the distal tip of the lead was bent (out of the box). The lead and stylet were also bent 21.2 cm from proximal end. The continuity was acceptable, with no shorts - dry.